Manufacturer narrative:
There is no information to indicate that a malfunction occurred. A lot number was not identified, product was not retained for investigation and the log files were not provided for review. Thrombocytopenia is a well-known risk for patients undergoing hemodialysis. Contributing factors that increase the likelihood of thrombocytopenia include patient related diseases and comorbidities such as liver disease, uremia, sepsis, blood loss and the use of anticoagulant therapy. The nxstage one user guide states: risks known to commonly occur during treatment include decrease in platelet count. Managing all elements of dialysis treatment may help to prevent or control potential complications or physiological reactions. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report.

Event description:
It was reported that a patient with a history of coagulopathy (clotting deficiency) related to liver disease was receiving continuous renal replacement therapy (crrt). The patient required multiple units of blood for the treatment of thrombocytopenia. The user facility reported it is unclear if nxstage therapy was related to the event.